Event description:
Gross rupture of dialyzer on its 4th use. No blood was returned. Ebl>100cc. Treatment was resumed with a new dialyzer without incident. The sample was discarded by the clinic. The dialyzer was reprocessed with formaldehyde and bleach.